Event description:
User allegedly received a "whole box that was defective". User described problems with the plunger, "seems like it's loose. Needles were detached from the syringe, laying freely." The user had eight packages left unopened; out of what was opened, the user claimed "20 syringes were defective".